Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing was kinked with multiple cartridges from the same lot. Blood glucose was over 400 mg/dl with a ketone level ranging from 150 to 170. A new cartridge was successfully loaded to address the event.

Manufacturer narrative:
The failure investigation has been completed. 6 cartridges were returned for evaluation. Of the 6 cartridges, 1 cartridge was observed to have striations in the cartridge pigtail just below the luer lock, however no failure was identified.